Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality observed. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported malfunction of "pump automatically turns off at power-up " was not confirmed nor reproduced. There was no assignable cause and no repairs were necessary. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report an ipump with "pump automatically turns off at power-up ". This event occurred upon power up in "recovery". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.